Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with cephalosporin and sodium chloride solution (intraperitoneal, dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Action with pd therapy was not reported. No additional information could be provided because the reporter declined follow up.